Event description:
Event description cpi received information that during a routine follow up visit, interrogation of this implantable cardioverter defibrillator (ICD) indicated the ICD was in 'fallback' mode; this indicates that the device may not be able to deliver therapy. Information also stated that on july 4th weekend the patient experienced a seizure and it is unknown whether the patient received a shock because the device history was not available due to the ICD in the 'fallback mode.' The physician performed an invasive procedure and elected to explant the ICD.